Event description:
A caller reported an issue with the pump's touchscreen responsiveness, noting that the screen was frozen and would not respond to input. There was no reported adverse impact to the customer¿s blood glucose level. After contacting support, the customer received complete pump reset information and successfully reset the pump, which resolved the issue with the touchscreen.